Manufacturer narrative:
D9: 29-dec-2025. H3: one unit was received for evaluation in used condition. As received no damage or anomalies were observed. Functional testing was performed and during the fill process a leak was observed to be coming from the internal bag at the seal of the internal bag. The complaint of leakage can be confirmed. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Root cause analysis is being addressed under a formal internal investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cassette was found to be leaking during compounding of the order. The leak was identified at the cassette bladder during airing out after the addition of hydromorphone and saline. There was no patient involvement.